Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the high voltage impedance had been in the 80 - 100 ohm range. However, there was recently an impedance rise to greater than 200 ohms which was reported as "suggestion of integrity issue." The patient came into the cath lab where testing revealed that the svc lead, model 6937a, was fractured. The family was advised of the physician's recommendations, but nothing has been revised at this point, as the family is still deciding what they want to do. There have been no patient complications as a result of this event.